Manufacturer narrative:
During on site technical visit, field service engineer (fse) tested device and analyzed logfiles in collaboration with technical support team. The fse replaced the server and sent replaced part for investigation. According to the sample investigation, visual inspection shows no obvious damage, but the server was received without hard disks. Therefore, two other hard disks were installed in server. The server started without any problem. The network connection was possible. The database could be installed and patients could be created and deleted. No malfunction with server was identified. During technical onsite visit, the fse addressed the thick flaps issue. Flap measurements tested were within specification. Review of logfiles shows no device irregularities. According to the technical onsite visit and logfile review, no technical root cause was identified as the product was found to be within specifications. There is no indication of a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system had no connection to the server and multiple patients had thick flaps. Additional information received states no patient harm.